Event description:
It was reported that during a lar procedure the device stapled, but failed to cut. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 05/05/2009. Evaluation summary: the analysis results showed that the device was received in good visual conditions and with no reload loaded in the device; however, one reload was received inside the bag. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional.